Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section h6 health effect impact code should have been "4629 - device revision or replacement" instead of "2199 - no health consequences or impact" in additional report 1. This correction is reflected in this additional report 2.

Event description:
It was reported that the patient's device was approaching end of life. It is unknown if the device had depleted prematurely. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.